Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. (B)(6) 2011 - the patient had three promus stents (2.5x15 & 2.75x28 in the mid left anterior descending &3.0x12 in the proximal lad) and one taxus liberte stent implanted (unspecified location). (B)(6) 2013 - the patient experienced myocardial infarction, recurrent ischemic symptoms and st elevation. Angiography was performed and there was no stenosis found in the previously placed stents. The apical lad was treated with a 2.25x15 promus stent. The 1st obtuse marginal branch of the circumflex was treated with 2.5x12mm & 2.25x14mm promus stents.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).